Manufacturer narrative:
Based on the limited information provided at this time, no conclusions can be made. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as a reported device explant. Should additional information be provided, a supplemental MDR will be submitted. Addendum #1: this is an addendum to the initial MDR to update the coding to include hernia recurrence. Based on the information as reported, it is unclear whether there is an allegation of recurrence. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use, as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Addendum #2: based on the available information, no conclusion can be made. The instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug was used implanted to repair the hernia defect. (B)(6) 2017- the patient underwent an additional surgery to repair the hernia defect and remove it. The patient's attorney alleges that the patient underwent additional surgery, was severely and permanently injured and suffers physical pain. Addendum per additional provided information: (B)(6) 2015 - patient was diagnosed with left inguinal hernia and underwent open repair with implant of perfix plug. Per the operative report, ¿the indirect hernia was dissected off. A mesh plug (perfix plug) was placed through the floor of the canal. The petals were allowed to spread and were sutured. On onlay patch (perfix plug onlay portion), then completed the repair being sutured.¿ (B)(6) 2017 - patient was diagnosed with the left lower quadrant pain, recurrent left inguinal hernia, recurrent left spigelian (ventral) hernia, right inguinal hernia, and pelvic adhesions, thereby underwent laparotomy repair and abdominoplasty. Per the op-notes, "palpated portions of the mesh had pulled away from their medial attachments. There was bulging of the peritoneal covering. On entering abdomen there were adhesions. I first excised the mesh that was in the left inguinal region. This mesh included an onlay as well as a plug, which was in the internal ring. This was removed." Then the ventral incisional hernia was repaired with implant of biological mesh. Attorney alleges that the patient experienced adhesions, hernia recurrence and mesh migration.

Manufacturer narrative:
This is an addendum to the initial MDR to update the coding to include hernia recurrence. Based on the information as reported, it is unclear whether there is an allegation of recurrence. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use, as a possible complication. Should additional information be provided, a supplemental MDR will be submitted.

Manufacturer narrative:
Based on the limited information provided at this time, no conclusions can be made. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as a reported device explant. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug was used implanted to repair the hernia defect. On (B)(6) 2017- the patient underwent an additional surgery to repair the hernia defect and remove it. The patient's attorney alleges that the patient underwent additional surgery, was severely and permanently injured and suffers physical pain.